Event description:
The customer reported false negative results in the reverse microtubes of the mts monoclonal a/b/d and reverse grouping card lot # 042806037-02 with 0.8% affirmagen lot # 8a245. Incident occurred with a group o pos pt.

Manufacturer narrative:
Samples were submitted for investigation. Mts confirmed the customer's complaint. Based on the available info and the results of the investigation, the unexpected serological reactivity reported in gel was most likely sample related. Incident is isolated. Furthermore, differences between tube and gel methods are not unexpected. Mts cannot rule out gel card as a contributing factor. Labeling cautions the user as follows: in some pts (e.g., newborns, elderly or immunocompromised pts) the expected abo antibodies may be weak or missing. For any recipient whose abo group cannot be accurately determined, group o red blood cells should be considered as a transfusion alternative. Abo discrepancies between forward and reverse typing will prompt additional testing to confirm abo group. Abo serum or plasma tests should always be performed as an adjunct to abo cell grouping tests. A false negative result in reverse typing may lead to the misclassification of a pt's abo group. This has the potential to lead to transfusion of incompatible blood with risk of death up to 10%. An abo discrepancy will prompt additional testing to verify abo type, preventing the misclassification of pt/donor abo type and the transfusion of incompatible blood. Nevertheless, since the likelihood of serious injury due to incompatible abo transfusion is not remote, this incident is reportable.